Manufacturer narrative:
The previously submitted reported was filed as the manufacturer. This was incorrect. This was to be filed as an importer. The importer previously submitted an medical device report stating that a durable medical equipment provider contacted 3b medical to report a patient that had passed away while they were on a stratus 5 oxygen concentrator. Initial testing was performed by the importers service department and no problem was found the device. The device was forwarded to a third party service provider for further evaluation. The third party service provider concludes the device was free of functional failures and tested within stated specifications. The third party service provider detected a small leak that did not affect published specifications and the sieve bed was replaced preventively to address the issue.

Event description:
A durable medical equipment company contacted 3b medical to report that a patient was on a stratus 5 (str1005) oxygen concentrator when they died. No further information about the patient or the event was provided.

Manufacturer narrative:
3b medical has started an investigation; however, the investigation is not complete. Upon completion of the investigation, 3b shall be provided with the results. A follow-up report will then be submitted when the investigation is complete as defined by 21 cfr 803.56.

Manufacturer narrative:
Initial report h3: yes was selected. This report corrects that field - device was sent for testing to a third party service provider rather than the manufacturer.